Event description:
The foot end side rail damage was claimed by the customer staff. One of the side rails was partially detached from the bed. The bed frame was in use by a patient at that time. No injury was claimed.

Manufacturer narrative:
Based on the device evaluation results, the side rail damage was caused by the collision of the side rail panel with the extended width extension frame. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374 rev. I): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also include information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension frame. Arjo device failed to meet its performance specification since the side rail was detached. The bed was in use when the issue was detected. The complaint was decided to be reportable due to the side rail partial detachment.